Event description:
On (B)(6) 2010, abbot point of care was contacted by a customer who reported I-stat ctni cartridge yielded a result of 0.48 ng/ml. Same sample, on a different analyzer, the I-stat ctni cartridge yielded a result of 0.00 ng/ml.